Event description:
I had the essure implanted and have had massive periods since the implant and also have really bad pains in the area the implant is at. I have two to three periods a month now. I have lower back pain caused as while.